Event description:
The initial reporter questioned high results not corresponding to the clinical picture for 1 patient tested for elecsys troponin t gen 5 (troponin t) on a cobas e 402 analytical unit. The initial troponin t result from the e402 analyzer was 219 ng/l. The sample was tested for a different test (troponin I) by a competitor method, and the result was 8.3 ng/l. Due to the difference in the troponin t result and the troponin I result, a new sample was obtained. The troponin t result from the 2nd sample was 187 ng/l from the e402 analyzer. The troponin I result from the 2nd sample was 7.3 ng/l from the competitor method. The troponin I results from the competitor method were believed to be correct. The customer suspects an interference of rheumatoid factor in the patient¿s samples, affecting the roche results.

Manufacturer narrative:
Section e3 occupation is roche field implementation specialist (fis). The e402 analyzer serial number was (B)(6). The competitor method was siemens vista. Sample material was requested for investigation.

Manufacturer narrative:
Two samples from the patient were received for investigation. It was noted that the samples were not stored under a controlled temperature during transport and arrived at room temperature. Both samples were tested with elecsys troponin t hs, elecsys troponin I, and elecsys probnp assays. Sample 1 results: troponin t hs: 189 pg/ml troponin I: 0.100 ng/ml (<test) probnp: 102 pg/ml. Sample 2 results: troponin t hs: 162 pg/ml troponin I: 0.100 ng/ml (<test) probnp: 92.1 pg/ml. The customer's results were reproduced at the investigation site, and the probnp results were within the normal range. The samples underwent interference testing using size exclusion chromatography (sec). No evidence of igg or igm interference was identified. Based on the clinical profile of the patient (rheumatoid arthritis), interference with rheumatoid factor cannot be excluded, as the customer's rheumatoid factor value is not known. The elecsys troponin t gen 5 assay is designed such that rheumatoid factors = 900 iu/ml do not impact the assay results. Based on the results produced during the investigation, there is no evidence that the elevated elecsys troponin t gen 5 results were caused by an interference factor. The elecsys troponin t gen 5 results are considered to be true. The elevated troponin t results should be assessed from a clinical perspective. The investigation did not identify a product problem.